Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer false positives. Customer problem: false positives.

Manufacturer narrative:
H6: investigation summary: customer reported bubbles in the sensor of the bottle and a false positive results. Two photos received showed tiny bubbles in the sensor. Tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. This is not considered a product defect. Bd was unable to reproduce customer¿s experience with bactec product. Retention samples were visually inspected for with satisfactory results. All retention samples have tiny air bubbles in the sensor. Blood background test was performed for false positive claim with satisfactory results. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history records.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer false positives. Customer problem: false positives.